Event description:
Related manufacturer reference 3005188751-2015-00084, 3005188751-2015-00085 during an atrial fibrillation ablation procedure, a pericardial effusion occurred. A livewire duo-deca ep catheter was placed in the coronary sinus, and a response quadripolar ep catheter was placed in the right ventricular apex. Transseptal puncture was performed and geometry of the right and left atria was created with a flexability ablation catheter and ensite velocity. The left atrial septum was ablated and, while waiting to confirm a successful block, the patient became hypotensive and fluoroscopy revealed weak left lateral wall motion. An echocardiogram indicated a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.